Manufacturer narrative:
H11 sorin group italia manufactures the csc14 heat exchanger. The issue occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report that during priming, plastic particles were seen floating within the heath exchanger csc14. There is no report of any patient injury.